Manufacturer narrative:
Unit passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/a33 test, excessive no delivery test. Drive support disk was sticking outside noted.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer reported insulin pump did require rewind. Customer able to complete rewind. Customer troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and refer to the backup plan. The insulin pump will be returned for analysis.